Manufacturer narrative:
It has been identified that this record, mrn 9617229-2025-16948, is a duplicate of mrn 9617229-2025-16834. Please see mrn 9617229-2025-16834 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2025-16948, is a duplicate of mrn 9617229-2025-16834. Please see mrn 9617229-2025-16834 for reportable events.

Event description:
Patient reported "capsular contractures baker grade IV". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.